Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared alarm and resumed insulin deliveries. The customers blood glucose (bg) level was "high", although a specific value was not given. Customer address their bg with a correction bolus via pump.